Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned insulin pump for an alleged blank display, red light flashing, exposure to moisture and cosmetic damage located at the serial number label found on october 08, 2022. The insulin pump was received with a serial number label missing. The insulin pump powered up properly after battery installation. The insulin pump passed the self test, displacement test and active current measurement. However, the insulin pump had a high sleep current measurement. The insulin pump was monitored for several hours and no blank display and red light flashing noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No alarms/alerts were noted. No power error and low battery alert recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: october 08, 2022 09:07:51.000 october 08, 2022 09:42:41.000 october 08, 2022 09:52:00.000 replace battery alert was recorded and found in the formatted history file on: october 08, 2022 09:07:51.000 power loss alarm was recorded and found in the formatted history file on: october 08, 2022 09:09:02.000 to october 08, 2022 09:57:56.000 replace battery now alarm was recorded and found in the formatted history file on: october 08, 2022 09:45:00.000 insulin pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to electrical board1. However, corrosion was found on the electrical board 1, electrical board 2, force sensor, motor and vibrator assembly noted. The original electrical board 2 was cleaned and installed in a test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and continued testing. The insulin pump failed the sleep current measurement. The original electrical board 1 was cleaned and installed in a test electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and continued testing. The insulin pump failed the sleep current measurement. The insulin pump had a high sleep current measurement due to corrosion on the electrical board 1 and electrical board 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Cosmetic damage was confirmed at the serial number label. Blank display and red light flashing were not confirmed. However, unexpected battery power loss or replace battery alert/replace battery now alarm was confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm due to corrosion on the electrical board 1 and electrical board 2. During visual inspection, corrosion was also found on the force sensor, motor and vibrator assembly noted. Device exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated the insulin pump was died and its not showing anything on the screen just red light was flashing. Customer reported that insulin pump had a moisture damage. Customer also reported labelling and packaging anomaly. Display was not blank for less than 30 seconds and did not returned. Insert battery alarm did not displayed on insulin pump screen. Contacts on battery cap was not missing and damaged. Display did not return after insulin pump restart. No harm requiring medical intervention was reported. Troubleshooting was successfully performed however, the customer will discontinue use of the device.